Manufacturer narrative:
Review of the device history records indicates that devices in the product lot were manufactured to specifications. Inspection documentation shows all devices that were accepted, completed, and sent to inventory met specifications. No deviations or anomalies were found. As returned the driver was fractured in the quick connection region along the orange colored identifier. The fractured piece was returned. The product met print specifications where measured. This device is used for treatment. A complaint history search found that this was the only reported complaint for the part number lot number combination involved. The instrument had a potential field age of approximately 5.5 years with an unknown usage history at the time of the reported incident. A definitive root cause for the fracture of the instrument cannot be determined with the information provided.

Event description:
It is reported that the fractured tip had to be removed with pliers from the nail inside the patient. There was a reported 3-5 minute delay in surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.

Event description:
It is reported that the tip of the screwdriver broke off into the nail.